Manufacturer narrative:
(B)(4). Estimated date of occurrence, the exact date was not reported. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It was reported that mild calcification was visible at the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. (B)(4) sterile representative samples with the same part (12673-05) and lot number (40811k1) were returned for evaluation. Functional testing was performed on the returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Event description:
It was reported that suture placement with two proglide devices was achieved in the mildly calcified and tortuous right common femoral artery using the preclose technique; however, suture placement with three proglide devices was attempted in the mildly calcified and tortuous left common femoral artery using the preclose technique. Suture placement was prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, cuff misses occurred with the attempted pre-placement of the three proglide devices in the left common femoral artery. Suture placement with additional proglide devices was achieved in the left common femoral artery using the preclose technique. The arteriotomy was a 6f and the sheath was upsized to a 10f then a 14f during the tavi procedure. The tavi procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.